Manufacturer narrative:
Functional testing confirms customer?s reported complaint. A popping noise was heard followed by a 'travel coarse error - check clutch/plunger lever' alarm. The clutch halves were slipping on the lead screw, causing the issue/normal wear. As a result, the lead screw, clutch spring and both clutch hales were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a reverse travel error, check clutch. No patient involvement reported.